Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles and short of breath related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust/dirt contamination on top and bottom enclosure, front ui panel, side panel, sd side flip door, blower box upper lid, blower box, blower bellow, blower, and p4 power connector. Liquid ingress was observed on the blower. A contaminate consistent with keratin was observed on the blower box. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has dust/dirt contamination on top and bottom enclosure, front ui panel, side panel, sd side flip door, blower box upper lid, blower box, blower bellow, blower, and p4 power connector. Liquid ingress was observed on the blower. A contaminate consistent with keratin was observed on the blower box. No evidance of sound abatement foam degredation was found. Section d8, d9 and h3, h6 updated in this report. Section h6(clinical code) corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.